Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Event description:
On 1/31/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak soft anchor had an issue. During an unspecified procedure, they drilled and placed the anchor using a curved drill guide ar-3638dc. The anchor went in the same as the other ones, with no issues. When they were passing the repair suture through the anchor, the suture broke while they were tensioning so they were unable to tension the suture down enough. They ended up having to cut the suture out and place another anchor which worked. Overall they used 7 anchors including the one that failed and the other 6 worked great. The surgery was completed successfully with no harm done to the patient. The device will not be returned as it was cut out of the patient, and no pictures were taken. Additional information has been requested. On 2/2/2023, the sales representative provided the following additional information via email: this event occurred during a labral repair procedure and a 3638dc kit with drill guide and drill was used to prepare the bone. The anchor remained in the patient in one piece, but the repair suture was cut out.